Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), vaginal infection ("vag. Infect.") And fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (diagnostic laparoscopy, bilateral essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, psychological trauma, vaginal discharge, cystitis and vaginal infection outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, weight increased and hormone level abnormal had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: right: 1 coils, left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Lot number:a66679 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A66679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), vaginal infection ("vag. Infect.") And fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (diagnostic laparoscopy, bilateral essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, psychological trauma, vaginal discharge, cystitis and vaginal infection outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, weight increased and hormone level abnormal had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: right: 1 coils, left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) - bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Lot # 121362, exp date: 8/14. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot number, reporters details, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infection"), vaginal infection ("vag. Infect.") And fatigue ("fatigue") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, psychological trauma, vaginal discharge, cystitis and vaginal infection outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, weight increased and hormone level abnormal had resolved. The reporter considered abdominal pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : dysmennorhea, dyspareunia, pelvic/abdominal., menorrhagia, migration, psych injury, vag. Discharge, bladder infect., vag. Infect, fatigue, hormonal changes, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.